Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) up to 563 mg/dl with nausea, a headache and a moderate level of ketones associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient also reported bg levels of 130 mg/dl and 437 mg/dl and reported that they were advised by a healthcare provider to discontinue use of pump and use syringes. Once the patient used syringes their bg level decreased to normal levels. During troubleshooting with customer technical support (cts), it was revealed that the pump basal delivery totals in the total daily dose do not match the active basal program total and there was no known cause for the variation. It was determined that the basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.